Event description:
Per independent repair center statement, the customer stated problem was: low o2 or yellow light. Problem confirmed: yes key failure: sieve bed defect caused low o2. Additional malfunctions: pilot valve defect caused alarm & shutdown, hour meter noisy.